Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experienced hyperglycemia. Customer¿s blood glucose level was 24.6 mmol/l at the time of incident. Customer¿s different blood glucose levels were 7.7 mmol/l, 12.47 mmol/l, 19.3 mmol/l, 14.6 mmol/l, 15.7 mmol/l and 16.3 mmol/l. Customer was treated with correction boluses. Customer was using auto mode feature. Customer did not allege insulin pump was under delivering. Troubleshooting was performed hyperglycemia. The insulin pump will not be returned for analysis.